Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 252 mg/dl (meter with serial number (B)(4)) and 120 mg/dl (meter with unknown serial number). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).